Event description:
Unomedical reference number (B)(4) event occurred in the united states on 09-apr-2024, it was reported that the patient's infusion set tape did not stick well and the infusion set got pulled while the patient was sleeping. No further information available.